Event description:
Procedure: nissen. According to the reporter: the needle device would not toggle appropriately and caused a small hole in the stomach. This was repaired laparoscopically, a new endostitch was brought into the surgical field and the new device malfunctioned in the same manner. A second tear was repaired as well.

Manufacturer narrative:
(B)(4).